Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the pump and apical cuff could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. B is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. This section suggests tying the sutures of the apical cuff tight with 6 to 7 throws on each knot and instructs the user to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19 mar 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no patient consequences. It was noted that there was a delay in surgery as a result of the event.

Event description:
It was reported that the surgeon noted bleeding between the pump and apical cuff after the pump was connected in place to it. The pump was repositioned, and the bleeding was stopped with tabotamp. No bleeding was noted after.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6).